Event description:
Patient changed cartridge and infusion site for his insulin infusion pump. He began to feel ill and had a blood glucose reading of 499 mg/dl. He gave himself a bolus by injection. The next day his blood glucose level was 148 mg/dl. He did not administer a bolus or manual injection. His blodd glucose level had risen to over 500 mg/dl when he went to the hospital. When switching to his back-up pump in the hospital, he noticed the cartridge did not seem like it was seated correctly.